Event description:
It was reported that during a procedure to replace an ICD, the lead was capped with only "other" stated. Not that lead model 511212, s/n (B)(4) was implanted on the same date and listed as chronic.

Manufacturer narrative:
N/a.